Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was unknown at time of incident. The hospitalization treatment got into intensive care unit as they gave too many opioids but was out of it again. Length of hospitalization two weeks. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.